Event description:
It was reported the catheter was in the epidural space and not in the intrathecal space. Refer to manufacture report # 3004209178201009298 for the initial report of this event. Add'l info rec'd indicated the pt experienced a lack of therapeutic effect. A dye study was performed and the catheter was replaced. The pt was doing fine.

Manufacturer narrative:
(B)(4).